Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 21 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 1 device: circuit board / electrical/electronic component problem identified. 1 device: pusher / wear problem. 15 devices: sensor / electrical/electronic component problem identified. 1 device: sensor / device migration. 2 devices: sensor / short circuit. 1 device: battery; circuit board; sensor / electrical/electronic component problem. Identified; energy storage system problem. 4 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results). 4 devices: appropriate term/code not available/no findings available. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) - (B)(6) 2026. This report summarizes 26 malfunction events(s), where it was reported the devices experienced unintended direction of the zoom; unintended motion or unintended excessive speed of the zoom. No adverse consequence or clinically relevant delay in treatment was reported.